Event description:
A cartridge change error was reported by the customer, which caused their blood glucose level to display as "high," although the specific value was unknown. The customer took corrective action by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.